Manufacturer narrative:
Date of event: unknown, an exact date was not provided. The best estimate is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (model zxr00, +23.5 diopter) was explanted in a secondary surgical procedure from the right eye of a (B)(6) year-old male patient, because the patient was not happy with the vision. Reportedly, there was an irregular surface of the cornea and mechanical complications. The vision was inadequate and the diopter was incorrect. A monofocal zcb00 lens (+23.0 diopter) was implanted as a replacement. Additional information was received and it was learnt that the incision was not enlarged to remove the lens and no vitrectomy was performed. The patient was reported doing better with the new zcboo lens. The patient had his left eye done as well, with another zcboo lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 11/13/2017; device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.